Manufacturer narrative:
Product analysis could not be undertaken as the device was not returned for investigation. Lot history review could not be performed as the lot number of the device is unknown. Ureteral injuries are a known complication in ureteroscopic stone removal procedures and is also listed as a potential adverse event in the device instructions for use (IFU). Stent placement is sometimes required to facilitate healing. Post-procedural stent placement is also common practice, even in the absence of an ureteral injury. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures

Event description:
During a steerable ureteroscopic renal evacuation (sure) procedure on (B)(6) 2025, the physician noticed a ureteral tear that occurred with the advancement of the device. The procedure was stopped after the affected ureter was stented. The stent remained in place for 6 weeks. The event was reported during evaluation of the ureter on (B)(6) 2026 which confirmed the ureter had healed.